Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a few days of implant, the patient experienced a possible pericardial effusion. An x-ray was performed, indicating that the atrial lead was in a sub-optimal position. A dislodgement was suspected, and subsequently both the atrial and right ventricular (rv) leads were removed and fluid was removed from the pericardial space. New leads were implanted and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.